Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
In 2009, the lead was capped due to noise and suspected lead fractured. As a result the patient received two inappropriate shocks. The lead was capped.